Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the ins quit working on (B)(6) 2017. The patient had an appointment on (B)(6) 2017. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient stated that nothing charged. The device quit after 2 years, 8 months, and 13 days after being installed. Their symptoms include severe ¿left¿ and right leg pain, 2 pinched nerves (one is sciatic nerve causing numbness in their left leg all the way down to their foot), and it did not help their chronic pain in their lower and middle back. The patient noted that if they would have known the device would last less than 3 years they would not have had it done. They cannot afford to have a replacement and now need to come up with the money to get the defective device out of their body. No further complications were reported/are anticipated.